Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 200 ohms on the right ventricular (rv) lead. No noise was observed. Further evaluation was recommended by technical services (ts). No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of know inherent of device.